Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor touch screen was out of calibration. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.